Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, bleeding resolved with no oozing or hematoma after additional stitch as per the clinical description. The instructions for use referenced in the initial report is for the impella cp with smart assist system in sections: section: potential adverse events (united states), which now includes the statement "cardiac or vascular injury (including ventricular perforation).", section: general patient care considerations, and section: entering cardiac output. B5-mso review d4-updated model number added- d6a/d6b

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer. It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 65-year-old male with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. While on support, there was access site bleeding. Manual pressure was held. The physician added another stitch and heparin was discontinued. The bleeding resolved with no oozing or hematoma after the additional stitch.